Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was advanced dilatation. During the procedure, it was noted that the balloon ruptured at 12atm. The device was completely removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported.